Event description:
Previous hdu patient without any problems. Lt thigh av graft in use since implant date of 2007, outside hdu facility now reports patient has had systemic reaction of itching and hives, no respiratory involvement. Intervention: benadryl, changed dialyzer to cuprophane.